Manufacturer narrative:
The pump passed the displacement test. The pump failed the vibrate check on self-test due to broken red wire on vibrator motor. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the vibration feature on the pump was no longer working. The customer's blood glucose level at the time of incident was unknown. The vibration test was run, and the pump was found to have not vibrated. The customer was advised the pump would have to be replaced and returned for analysis.